Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that device was explanted and replaced with no complications.

Event description:
It was reported that an alert for the device reached eri was received via merlin.net transmission. During device check in clinic, battery was found out to have depleted prematurely. Device will be replaced.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits.